Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left renal artery. During the attempts to cross the lesion the stent implant dislodged from the balloon into the anatomy. A snare device was used to retrieve the stent implant successfully without further issue. The procedure was ended at this point with no further treatment performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported dislodgment was confirmed. The reported failure to advance could not be confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported difficulties and subsequent patient effects/treatments appear to be due to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.